Manufacturer narrative:
(B)(4) .

Event description:
It was reported that the right ventricular lead exhibited noise and a sensing anomaly. Other electrical measurements were normal. The noise could not be reproduced. No intervention or patient symptoms were reported.